Manufacturer narrative:
Follow-up #1: date of submission 04/14/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: a battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. On examination, there was visible moisture inside the pump. A leak test was performed and revealed moisture ingress at a crack between the display lens and the case seal. The pump was opened for investigation and revealed further evidence of moisture ingress inside the pump affecting the display wiring and the printed circuit board. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.